Event description:
Narrative: user facility reported that after an unsuccessful attempt to re-open a chronic occlusion of the left coronary using angioplasty, air was noted in the aorta, and the pt became hypotensive. An intra-aortic balloon pump was inserted. After that, an aortogram and angiogram of the left internal mammary artery were done. The route by which air entered the aorta was not known and no air was seen to be injected. It is unclear how much air was in the aorta.

Manufacturer narrative:
In 2009, a service technician visited the hospital. The distributor's service technician tested the acist angiographic contrast injection system, model cvi, and reported that there was no evidence of device malfunction. The disposable kits used during the event were tested under simulated use and passed functional testing. The distributor requested a copy of the cineangiogram of the event, but the hospital elected not to provide this item. There is no evidence of device malfunction based on the info provided by the distributor; however, no conclusion can be made as to the cause of this event. This report is considered closed.